Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial subsidence and tibial loosening at the cement to implant interface. Depuy cement was used. It was also reported that the patient's primary attune fixed bearing tibial tray, posterior stabilized femur, fixed bearing posterior stabilized insert, and 38mm patella were removed and replaced by attune revision components. The surgeon believes that the design of the underside of the primary tibial tray may have been deficient since there was no trace of bone cement attached to the underside of the primary tibial tray upon its removal. The underside of the femoral component was completely covered with cement. Depuy smart set medium viscosity bone cement would have been used in the primary procedure since the hospital only stocked smart set cement. The product codes and lot numbers for the cement is not available, since the cement used was hospital inventory ordered directly from depuy. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150600005, work order (B)(4) was manufactured on 09/dec/13. (B)(4) parts were manufactured per specification and all raw materials met specification. There was one part scrapped from the batch as per the work order history for scrap code: a025. This scrap code relates to a casting defect and has no correlation to the failure mode for the complaint. There were no nc¿s or deviations associated with this lot.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.